Event description:
While the surgeon was using the radiolucent guide, on (B)(6) 2013, to drill the proximal oblique hole during tibia nail placement, the drill bit was misaligned and hit the nail. The radiolucent guide was removed and switched to the standard non-radiolucent aiming arm from the tibial nail ex set and the procedure was completed successfully. There was a ten minute delay reported for trouble shooting and the switching of the aiming arms. This device is 4 of 4 reported for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn since the evaluation of this device is ongoing. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the product development evaluation are as follows: the parts were received for evaluation with complaint category "misalignment." It was reported that while the surgeon was using the radial lucent guide to drill the proximal oblique hole during tibial nail placement the drill bit was misaligned and was hitting the nail. The radial lucent guide was removed and switched to the standard non-radial lucent aiming arm from the tibial nail ex set and the procedure was completed successfully. The suprapatellar insertion instruments are part of the tibial nail system ex. The instruments include this standard insertion handle to implant tibial nails. The suprapatellar instrumentation surgical technique guide provides a note not to exert force on the aiming arm, protection sleeve, drill sleeve, and drill bits. Instructions are provided for the application of hammering forces to the insertion handle. No mechanical evaluation for the standard insertion handle could be located. The chu investigating engineer reviewed the associated drawings. The material of the aiming arm was confirmed to be 17-4ph ss. The aiming arm heat treat was verified to h900. The dimensions, materials, and finishing processes are appropriate for this standard insertion handle for the suprapatellar insertion instruments. The chu investigation engineer performed a detailed inspection of the insertion handle, connecting screw, protection sleeve, and the aiming arm at the synthes model shop for alignment characteristics against the specified measurements and tolerances. Numerous deformations and damages are noted on the underside of the insertion handle. The damage is consistent with impacts most likely caused by hammering tools. The insertion handle was observed to have a slight misalignment between the protection sleeve and the cannulated connecting screw housing. The handle, screw, aiming arm, and protection sleeve were otherwise unremarkable. At the shop, the standard insertion handle was connected to the aiming arm, the protection sleeve was inserted into the proximal oblique hole, and all were inspected for alignment, normal use, and damage. The misalignment was examined under a starrett microscope and deltronic dh 214 comparator between the protection sleeve and the housing for the cannulated connecting screw. An 8.00mm rod insert was placed into the hole for the connecting screw and extended out of the hole to allow for a measurement between the proximal and distal ends of the aiming arm. The tab at the end of the connecting screw housing was slightly deformed toward the interior of the hole allowing for a tight fit of the inserted rod. The measurements were made at the leading edges of the aiming arm and the closest side of the rod. The proximal side distance measured 0.80mm and 0.86mm further away from the closest edge of the inserted rod than the closest edge to the distal side of the rod in two separate measurements. The misalignment was measured to be 0.50mm. Out of tolerance measurements were noted for the wall thickness and wall diameter of the housing for the cannulated connecting screw. The measured thickness is 1.96mm. The specified thickness is 2.40mm - 0.5mm +0.2mm. The wall diameter was measured to be 12.06mm. The specified diameter is 11.6mm +/- 0.1mm. Hand drawn traces of the protection sleeve inserted into distal oblique hole, a/p oblique hole, and the stat 1 holes (l and r) showed good agreement with the specified angles and distances on the drawings. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for lot 6719088 revealed the protection sleeve with flats for suprapatellar was manufactured by (B)(4). Po 1292955, dated september 14, 2011, for six parts was inspected to the synthes incoming final inspection sheet number ns043194 revision b on september 14, 2011. The product conformed to all requirements. The certificate of compliance is dated september 12, 2011. Six parts were released to the warehouse on september 16, 2011. No noncompliance records were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Per as received condition, the 12.0 8.0mm protection sleeve with flats for suprapatellar was received with minor scratches and dings. No other damage is apparent. The manufacturing evaluation stated that; avalign nemcomed manufactured the protection sleeve, part number 03.010.442, and lot number 6719088, for synthes purchase order 1292955. The material of the protection sleeve was confirmed to be correct. All dimensional and true position requirements were found to be conforming. The instrument conformed to all required specifications at the time of manufacturing and passed dimensional and functional requirements at synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position.